Event description:
It was reported that ventricular oversensing resulting in loss of ventricular pacing was observed. The patient is pacemaker dependent. The device was reprogrammed. The patient condition was good and monitoring will continue.

Manufacturer narrative:
.